Event description:
Medtronic received information that after implant of this bioprosthetic valve when the cross clamp was removed, there was free aortic regurgitation due to incomplete approximation of the leaflets and the heart was distended and fibrillating. The cross clamp was reapplied on an already prolonged cross clamp time to remove this valve and replace the valve with a mechanical prosthesis. The valve was returned for laboratory analysis. There were no adverse patient effects reported. There was explant damage to the cuff and strut clothing.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, explant damage was observed on the stent cloth. All leaflets were in a semi - relaxed position which is a normal finding for this valve as it is processed with the leaflets in a relaxed state. All leaflets were slightly stiff but flexible. This is expected due to the decontamination process and previous blood contact. All leaflets and commissures were intact. The valve was tested in-house on the pulse duplicator at 70 beats per minute/65% diastole; c.o. Of 5 l/m. The hydrodynamic testing data showed the gradients are within the base line. On the other hand, the regurgitations were slightly lower than the historical testing data. Based on review of the high speed video at three flow rates the valve appeared to function normally. All three leaflets fully opened and closed together. At complete closure, the coaptation appeared normal with full closure, centered point coaptation, and adequate depth of coaptation. Conclusion: the device history review for this device was reviewed and no issues were shown that would have impacted this event. The gross analysis of the valve did not note any anomalies that would have caused the reported regurgitation. High speed video showed that the valve functioned well with good opening of all three leaflets and synchronous closure. Coaptation was deep and tight (no areas of gapping or signs of leakage). We regret that we were unable to observe what you observed intra-operatively. Based on the analysis this valve performed as intended. (B)(4).